Manufacturer narrative:
H3 device evaluated by manufacturer is yes. H6 returned product investigation. 1 opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals several white particles on the top surface of the cone lens. Comparison with a tappi chart yields an approximate size of .05 sq mm for the largest particle. Returned sample was received opened; therefore unable to determine the origin of the observed debris and how or when the product was contaminated. Product malfunction cannot be confirmed. A search for related complaints from lot number 60269413 from the last 12 months was conducted. Four related complaint(s) were found. The review of the device history record (DHR) for the pi showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was loose particles/fibers on the patient interface that was being used for the operative right eye (od). There was no patient harm and no medical intervention needed. The procedure was completed successfully. Additional information received on apr 30, 2021 confirms that the patient interface had patient contact and foreign materials were identified as surface lint/debris.